Manufacturer narrative:
For the four reported complaints, lot numbers were not provided. The samples were not returned for evaluation. The investigation is inconclusive. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model a710962 implantable IV port allegedly experienced suction issue. These reports were received from various sources. The four events did involved patients with no patient consequences. Three patient age were ranged from 29-49 years old, weight were ranged from 117 - 366 lbs, and three patients were female; however, one patients age, weight and gender were not provided.